Event description:
It was reported that the device was returned for repair for an unknown issue. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate an unknow issue; however, the device failed accuracy testing. It was determined that the defective expulsor and the damaged dso seal are the root causes. The dso seal was replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.